Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 50 mg/dl. It was stated that the customer had gone in the lake and forgot to remove the insulin pump. The mother tried to dry the insulin pump, but it would not work after that. The customer was given an injection for his elevated blood glucose, and later had a reaction. The customer was treated for the reaction, then went to bed. In the morning, the customer was found unconscious, and the paramedics were called. The customer did not have the insulin pump with him at the time of the call. Unable to troubleshoot. The customer did mention that the insulin pump was unable to prime after it got wet as it kept alarming motor error. The mother stated that she would be calling back with the insulin pump once she gets it. Nothing further was reported.